Event description:
Tip of probe broke off in patient. Retreived under floroscopy with no remnant in patient. The probe is approximately 140 mm. X 2.13 mm. The break occurred 15.31 mm. For the distal tip. According to clinical engineering, the probable cause for the break is that the metal becomes brittle with repeated sterilization, and breaks when pressure is appliedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - expected. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.